Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: gtin unavailable, product made prior to gtin compliance. H3, h6: investigation summary reviewing attached picture, the complaint description cannot be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. R. Finelli / 30. July 2019. Investigation selection: investigation site: cq zuchwil. Selected flow: damage. Visual inspection: the screw's tip was found broken. The broken part is missing. Moreover, the edges of the screw recess were found rounded. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: dimensional analysis is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Conclusion: our investigation has shown that the complaint condition is confirmed as the device was found broken and hence limited in its functionality. Because of the damage and the missing broken part, it is not possible to measure the relevant dimensions anymore. As reported, after the parts were unpacked during surgery the screw was found deformed and an unknown j&j screwdriver did not match the cross groove of screw head. However, because of the damage found at the screw recess, e.g. Widened, we likely assume that the screw was used during procedure with a wrong screwdriver. By this, the screw encountered unintended forces, e. G. Over-torque, which finally could have resulted in the damage of the screw tip. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: DHR review for sterile matrixneuro sterilekit: product code: 145.321s, lot #: 1l68930, manufacturing site: bettlach, release to warehouse date: 01.oct. 2018, expiry date: 01.sep.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR review for screws, non sterile part 04.503.104.20 and lot#: h659234: manufacturing location: monument, manufacturing date: 11-jun-2018, part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm. Lot number: h659234 (non-sterile). Lot quantity: 340. Eight pieces were scrapped in cell at op #70, flow pack/label, for being an excess packaging quantity. Work order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, inspect dimensional / final inspection ns030599 rev ad met all inspection acceptance criteria. Packaging label log (pll) lppf rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: h511969, lot quantity: 1,735 lbs. Certified test report supplied by perryman company dated 10-nov-2017 and certificate of test supplied to perryman company by howmet corporation dated 16-jun-2017 were reviewed and determined to be conforming. Lot summary report dated 21-nov-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 10-sep-2019: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H11: d1/d4: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown matrixneuro screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Identification information was provided for the entire plate/screw package as product code: 145.321s, lot: 1l68930. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown surgery on an unknown date, one screw was noted to be deformed (the cross groove of screw head can¿t match j&j screwdriver) upon opening of the package. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 1). This report is for an unknown matrixneuro screw. This is report 1 of 1 for (B)(4).